Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the shaft part of the navlock awl was deformed. The procedure was completed with the continuous use of navigation system. There was no impact on the patient outcome.

Manufacturer narrative:
Lot number updated. The instrument was returned for analysis. The returned probe had impact marks at the back end causing fit issues with the mating tracker. Physical damage was confirmed. Device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.